Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for the investigation, so the investigation was limited. In addition, material and lot numbers were not provided. A review of complaint history and device history record review could not be conducted. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported the unspecified vacutainer blood collection tube experienced hemolysis. The following information was provided by the initial reporter. The customer stated the customer is experiencing hemolyzed specimens. "Not pulling specimen - no flow. Customer described hemolyzing specimens." (2 of 2). Additional information: customer stated "they use the slbcs with bd one use holders and states that the connection is tight. It has occurred with different phlebotomists on different floors, about 2-3 times a day, and this is the first lot # where this situation of low flow or no flow, and gross hemolysis has occurred. They have switched to another lot #, and have had no problems." (B)(6) 2020: customer response, - "the information provided is for the vacutainer the complaint was filed for (part # 367283, lot. 0e22b1). Our lab has tubes with a lot of different lot numbers and wouldn¿t be able to tell which one was used for the test."